Event description:
The customer reported that the fetal spiral electrode used for monitoring during labor could not be easily removed from the baby's scalp.

Manufacturer narrative:
The customer reported that the fetal spiral electrode used for monitoring during labor could not be easily removed from the baby's scalp. The electrode was subsequently removed with no intervention required. There was no report that the baby required further treatment once the electrode was removed. A f/u report will be submitted after philips obtains more info about this event.